Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported that they received an insulin pump donation but it was not working for them. It was also mentioned they were getting an unspecified error on the pump. No further details were give. The product will no be returned for analysis.